Event description:
It was reported that there was a recurring intermittent occlusion issue had been reported. The customer had tested multiple times, and it had worked fine. The pump had been sent to ICU medical under (B)(4) and had come back as ¿unable to verify.¿ other pumps using the same setup had not experienced this issue; only this pump had. The event occurred during patient use and there was no patient harm/adverse event.

Manufacturer narrative:
B3: november 2025 was the month and year of the event but there were various dates with no specific dates reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device was received on 12/3/2025. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue to be worn out clutch parts. The clutch parts were replaced to fix the issue.